Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was noted that normal depletion that meets expected longevity.

Event description:
It was reported that there was an infected pacing system and the patient became septic. The device and the leads were removed. No further patient complications have been reported as a result of this event.